Manufacturer narrative:
(B)(4). The reported complaint of the snaplock being blocked could not be confirmed based on the sample received. The customer returned one snaplock assembly. The returned sample was visually examined with and without magnification. Visual examination of the returned snaplock assembly revealed the snaplock appears typical with no observed defects or anomalies. A functional flow test was performed on the returned sample. A lab inventory epidural catheter was inserted from the proximal end into the returned snaplock assembly until it bottomed out and the snaplock assembly was closed. The components were confirmed to be secured by tugging gently. The snaplock assembly was connected to the lab leak tester and the pressure was increased to 10 psi to establish flow. Water could be seen immediately exiting the distal end of the catheter. The flow rate was measured at 9.8ml/min via stopwatch, which was within the specification of 1ml/min minimum. No blockages were found. A device history record review was performed on the snaplock assembly with a potentially relevant finding which was not relevant to this complaint. Therefore, based on functional testing of the returned sample, no problem was found with the returned snaplock assembly. No further action is required at this time. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the doctor found tube blocked when using on patient. Then changed new one, no impact on patient". Additional I nformation states that the "blockage was found after insertion in the snaplock. The whole device was replaced". See associated MDR 3006425876-2023-00430.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "the doctor found tube blocked when using on patient. Then changed new one, no impact on patient". Additional information states that the "blockage was found after insertion in the snaplock. The whole device was replaced". See associated MDR 3006425876-2023-00430.

Event description:
It was reported that "the doctor found tube blocked when using on patient. Then changed new one, no impact on patient". Additional I nformation states that the "blockage was found after insertion in the snaplock. The whole device was replaced". See associated MDR 3006425876-2023-00430.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the snaplock assembly with a potentially relevant finding where the outer diameter for the extrusion was out of specification. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results. Other remarks: n/a. Corrected data: n/a.